Manufacturer narrative:
Additional information was received on 22-sep-2023. Physician¿s opinion on the cause of this adverse event was that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000139 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after brockenbrough (bb), blood pressure dropped during catheter manipulation at the left atrium (la). The issue was discovered when checking effusion with the soundstar eco catheter. Pericardiocentesis was performed and 300 ml of fluid was aspirated. Blood test results showed venous blood. Description of health problems was a cardiac tamponade. Atrial septal puncture was performed with rf needle. Ablation was not performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Causal relationship with the product was unknown. Physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was no causal relationship with the product. Irrigation catheter¿s flow rate setting was 2 ml/min. Cf monitoring methods was real time graph; dashboard; and vector. Additional information was received on 04-sep-2023. It was discovered during use of biosense webster product.. Outcome of the adverse event was improved. No ablation was performed prior to noting the cardiac tamponade. Only continuous low-flow irrigation was performed. Transseptal puncture was performed with japan lifeline rf needle. No evidence of a steam pop. The event occurred after bb, during catheter manipulation at la. No error message observed. Additional information was received on 07-sep-2023. The event occurred after bb, which is transseptal caused by the sheath or the needle. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and abbott sl0 sheath were used during the procedure, but it was unknown which sheath was used for transseptal puncture. The adverse event was assessed as MDR reportable under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.